Event description:
It was reported that a new user experienced hypoglycemia after starting the ilet, with a documented blood glucose of 62 mg/dl and fluctuations attributed to the device¿s initial learning period. Troubleshooting included user counseling on low glucose protocol and device operation during the learning phase. Investigation of this case revealed no device malfunction reported and that education on hypoglycemia recognition and treatment was provided. Symptoms included low blood glucose requiring carbohydrate intake. Outcomes included self-treatment with oral glucose without emergency care or hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause during initial device adaptation, with appropriate user-directed corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.